Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had a leak due to a malfunctioning valve. There was no patient injury. The event occurred immediately on use.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D9: 29-dec-2025. H3: one unit was received for evaluation in used condition. As received, there were no damages or anomalies observed. Functional testing was performed and no leaks were observed from the set. The complaint of leakage cannot be confirmed nor replicated. A lot of history review was performed and no non-conformances were identified.